Event description:
During ptca/stent procedure, the guidewire became hung in the patient's right coronary artery, requiring surgical intervention, however, a fragment of the wire was retained in the right coronary artery.